Event description:
About 8 years after the primary surgery, the insert screw unscrewed. At this time, an additional/revision surgery is not planned, the patient does not feel any pain or discomfort.

Manufacturer narrative:
Batch review performed on 18 november 2022 lot 143392: (B)(4) items manufactured and released on 03-jul-2014. Expiration date: 2019-may-31. No anomalies found related to the problem. Since release to date, all items of the same lot have been sold with no similar reported event. Clinical evaluation performed by medacta medical affairs director: progressive unscrewing of the insert fixation screw in a tka implanted correctly 8 years before. The torque-limiting device had not been used at the time. The screw is presently in a position where no damage is to be expected, unless the patient feels it - but this seems not to be the case. Of course the screw could migrate further and be located in a position where removal becomes necessary. The reasons for self-unscrewing of the fixation screw cannot be determined with certainty: one possibility, that could be reproduced in the laboratory, is insufficient tightening force, but other unknown factors may also have played a role.